Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 522 mg/dl. A correction bolus was delivered to treat the bg. The customer reverted to an alternate method of insulin therapy.